Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm mega suturecut needle driver instrument had a wire exposed. The procedure was unknown how it was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. However, customer could not provide any further details regarding the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.